Event description:
Physician and nurse entered patient's room and found ventilator dependent patient had disconnected himself from the bird ventilator. The low pressure alarm did not activate upon disconnection from the patient. The patient was not breathing spontaneously and cardiopulmonary resuscitation efforts failed to revive the patient. Subsequent testing of equipment did not duplicate this malfunctiondevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-jul-92. Service provided by: independent factory trained/authorized service organization. Service records available.imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, mechanical tests performed, performance tests performed, visual examination. Results of evaluation: alarm failure, alarm - low inspiratory pressure. Conclusion: device failure directly contributed to event, device evaluated and alleged failure could not be duplicated. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service, none or unknown. The device was not destroyed/disposed of.